Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen became frozen. Reportedly, the touchscreen did not respond to any presses. Troubleshooting with tandem technical services was performed and touchscreen became fully functional again. Customer had elevated blood glucose levels (260 mg/dl). Customer stated insulin delivery will be resumed and insulin will be delivered as needed to stabilize blood glucose levels.